Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00013: screw.

Event description:
While inserting a locking screw into a polarus 3 plate, the screw would not fully seat. The screw was removed and a second one was used. While inserting the second screw, it stripped and was left a little proud. There was a 30 minute delay in surgery.